Event description:
During a transurethial resection of bladder neck contracture using the reusable electrosurgical bovie cord (rac-b), only a few minutes of resecting done when the cord broke and flew toward the physician's face. A sizzling noise was noted and evidence of smoke was noted at working element/rac-b connection site. Physician deactivated bovie to prevent any injury.